Event description:
The child no longer responded to sound on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has not been scheduled as of the date of this report. The child is using the device with the malfunctioning electrodes deactivated.